Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers sister reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020, with blood glucose of 56 mg/dl. Customer was in emergency room as a result of low blood glucose level. Customer had out cold, lethargic and seizures. The customer was treated with food and glucose tablets. The insulin pump will not be returned for analysis.